Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip suddenly melted at 41,466 joules. Also, it was reported that the fiber tip was not buried in the tissue when it melted. The device was not returned for eval.